Manufacturer narrative:
The reported event was confirmed. Examination from material analysis indicated retention hook for the broach handle failed in overload. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Broach handle stopped working.

Event description:
Broach handle stopped working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.